Event description:
Patient reported "hard breasts and one side larger than the other", "was unable to breastfeed", "tingling in the nipple and the pain pulsed to back", "read about the prostheses and was very afraid and scared", and "the capsular contracture baker grade iii on the right side was confirmed again" device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a, d6b, g1, g2, h6.

Event description:
Healthcare professional reported "slight irregularity of the prosthesis contours." And "chronic inflammatory process." Patient representative reported "patient started to feel a discomfort on the breast again, and noticed the right breast was hardened. The patient suffered several psychological damage.the patient continued to feel discomfort, but the pain and tingling emanated to the breast nipple and thus, continued with pain medication. Patient reported to feel pain, radiating to the back and tingling on the right breast. It was stated another capsular contracture, confirmed by ultrasound. The patient was terrified and fearing a cancer. The patient cried a lot. And reported hair loss (not device related)." Device has been explanted. Treatment for pain is dipyrone.